Manufacturer narrative:
As reported, a 6f¿12f mynx control venous vascular closure device (vcd) did not deploy during venous access. Manual pressure was applied and held at the failed site, and hemostasis was achieved with no further intervention required. There was no reported patient injury. Three devices were used, and one device failed to deploy while the other two deployed without incident. Significant scar tissue was reported at the access site. Venous access was obtained under ultrasound guidance. A non-cordis 7 french sheath was used and remained intact with no kinking noted. No tortuosity or calcification was observed. The device was used during an atrial fibrillation ablation procedure with an antegrade approach by a trained user. The access was venous under ultrasound guidance, and the vessel diameter was verified to be greater than or equal to 5 mm. The device was stored and prepared according to the instructions for use (IFU), with no damage noted to the button, and the button depressed. No damage was noted to the sealant sleeves after removal; however, undeployed polyethylene glycol was observed on the device. The device was not available for evaluation as it was discarded. A product history record (phr) review could not be conducted as a lot number was not provided. The reported event of ¿mynx control system-deployment difficulty-unable¿ could not be observed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the issue experienced. However, access site factors (significant scar tissue was reported at the access site), procedural/handling factors and/or concomitant device factors are possible. As stated within the mynx control venous IFU, which is not intended as a mitigation, step 2: deploy sealant, ¿while maintaining tension alignment of the markings, firmly press button #1 until it is fully depressed. The clock symbol will become visible in the tension indicator window. This deploys and compresses the sealant against the venotomy for effective adhesion. Lay the device down for 2 minutes, allowing the sealant to actively absorb body fluid and swell within the tissue tract.¿ during step 3: remove device, the IFU instructs, ¿fully retract the syringe plunger to lock position in order to draw vacuum. Apply light fingertip compression proximal to the insertion site and then lightly grasp. The device at skin with thumb and forefinger to stabilize and realign with the tissue tract. Open the stopcock to deflate the balloon. Deflate balloon ¿ to ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Fully depress button #2 to retract the deflated balloon into the device catheter. While maintaining fingertip compression on the skin, remove the device with procedural sheath from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ based on the information available for review, there is no indication to suggest that the reported failure could be related to design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 6f¿12f mynx control venous vascular closure device (vcd) did not deploy during venous access. Manual pressure was applied and held at the failed site, and hemostasis was achieved with no further intervention required. There was no reported patient injury. Three devices were used, and one device failed to deploy while the other two deployed without incident. Significant scar tissue was reported at the access site. Venous access was obtained under ultrasound guidance. A non-cordis 7 french sheath was used and remained intact with no kinking noted. No tortuosity or calcification was observed. The device was used during an atrial fibrillation ablation procedure with an antegrade approach by a trained user. The access was venous under ultrasound guidance, and the vessel diameter was verified to be greater than or equal to 5 mm. The device was stored and prepared according to the instructions for use, with no damage noted to the button, and the button depressed. No damage was noted to the sealant sleeves after removal; however, undeployed polyethylene glycol was observed on the device. The device was discarded and will not be returned.